Event description:
In 2008 a gore excluder aaa endoprosthesis contralateral leg component was implanted to repair a subclavian aneurysm. It was reported that the device was too short, the leading end of the device did not have good attachment, and that the leading end of the device was located in the aneurysm. A gore excluder aaa endoprosthesis iliac extender component was then implanted. However, the leading end of the iliac extender component protruded into the patient's aorta, the iliac extender component did not connect with the contralateral leg component, and the lagging end of the iliac extender component was located inside the aneurysm. On the following month, a second gore excluder aaa endoprosthesis contralateral leg component was implanted inside the previously implanted devices. It was reported that the reintervention resolved the device fixation, the procedure was successful, and that the patient tolerated the procedure.